Event description:
The clinician reports the implant was inserted 2022 (b)(6) in ADA 13. Details of surgery: Ridge augmentation. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with bone type III, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.